Event description:
It was observed that during the device evaluation, the subject device exhibited a blurry, indistinct or noisy image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested issue likely occurred due to some kind of stress such as damage or deterioration of parts and component failure. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.